Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked with power injection the patient was in the radiology department on (B)(6) 2025 at 09:20 pm to complete an enhanced CT examination of the abdomen, during the examination the patient complained of fluid outflow, went in to check on the patient and saw the port connected to the hyperbaric syringe was secured and clear, there was blood coming out of the other side and the top of the heparin cap was being pumped out.immediately close the buckle, ask the patient complained of no discomfort, to pull out the needle, pressure for a few minutes, to help the patient get dressed, and accompanied back to the ward, explaining precautions

Manufacturer narrative:
1. Production record check lot#4016578 1) this batch of products will be assembled in jingma automatic line 3 in january 2024, and packaged in r240 packaging line in january 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 2. Customer returns no defective sample and 1 photo. From the photo, it was found that the heparin cap had been detached and there were traces of blood. According to the description information of the customer, the customer used high-pressure injection, which exceeded the requirements of the product regulations and may be damaged. 3. Take the batch of retained samples for relevant functional testing: 45psi leakage test. The test passed, no leakage was found in the sample, and no abnormality was found in the heparin cap. 4. The heparin cap can withstand 45psi pressure during use. If the pressure is greater than 45psi, the heparin cap may be damaged. 5. Sku#(B)(4) is a product that is intima-ii, which is not declared to be used for high-pressure injection and is used clinically for peripheral intravenous infusion. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals for this batch of products. Because the product is not suitable for high-pressure injection, the root cause of the sudden bursting of the heparin cap cannot be confirmed as production-related.

Event description:
Customer provided answers to the following questions. 1. Was a syringe or powered injector used to inject fluid through the device? -1. An electric syringe was used to inject the contrast agent. 2. If a powered injector was used, what was the pressure setting? -2. The specific pressure value could not be queried by the department, and the director reported that the pressure value was different . 3. Was the medical practitioner exposed to blood or other bodily fluids as a result of this event? -3. The medical practitioner/nurse was handled with gloves and did not come into direct contact with the exposed blood.